Event description:
It was reported that the patient had a right ventricular (rv) lead dislodgement and small r waves shortly after initial implant. The rv lead was repositioned and remains in use. During a post-operative check, an atrial lead warning was found. It was determined that the lead warning was due to the leads being unplugged during the repositioning. The warning was cleared and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).